Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The device was prepared as indicated in the IFU. The procedure completed by another manufacturer¿s device being used. The balloon did perform as intended during testing. The guidewire tip advanced out of the catheter tip during the inflation by about 3cm. The balloon leak was in the middle section. The contrast ratio was 50/50. The physician did not shape the guidewire tip. The balloon got inflated and deflated 2 times. The injection rate was slow. A 10cc syringe was used during inflation/deflation of the balloon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for a procedure involving the hyperform 7.0 x 7 mm system, the balloon burst. The device was not implantable and was replaced by another manufacturer's product. There was no patient involvement.

Manufacturer narrative:
H3: product analysis as found condition: the hyperform occlusion balloon catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The guidewire used in the event was not returned for analysis. Visual inspection/damage location details: upon visual inspection, no damages were found with the hyperform hub, body, marker bands, or distal tip. What appears to be dried saline/contrast was found within the hub. A single drop of dried blood was found within the transparent portion of the micro catheter body. The hyperform balloon was found ruptured. Testing/analysis: the hyperform occlusion balloon catheter was flushed, and water did not exit the distal tip as it was occluded. An in-house guidewire was then inserted into the hub and became stuck at the hub. The micro catheter was distal to the occlusions, an rhv was attached, and the tip was plugged with a mandrel to inflate the balloon. Water was found to exit the rupture and the balloon failed to inflate. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿balloon rupture during set up¿ was confirmed. Typically, ruptures occur when the balloon is inflated beyond the rated volume. Customer reported balloon performed as intended during testing, balloon was inflated/deflated twice, injection rate was slow and a 10cc syringe was used. There was no report on whether the syringe was metered. The likely cause could not be determined. As the guidewire used in the event was not returned for analysis, any contribution of the guidewire towards the rupture could not be determined. The saline/contrast found within the micro catheter likely solidified after the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.